Event description:
It was reported that bone pin was very difficult to unscrew from tibia. The drill was not able to unscrew and remove pin. Eventually the pin torqued and snapped near the end that was connected to drill, the pin loosened and was removed safely.  Surgical delay was reported but the time was not specified.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. Visual inspection of the returned material revealed that the head of the screw (the connection end) had been bent prior to breaking. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". We were able to confirm if there was a relationship established between the reported event and the device. The malfunction was due to the material reaching is yield point, resulting in significant weakening, which allowed it to be broken off by the torque of the drill and the resistance of the bone. Bending of the pin head is most commonly done by the user allowing the weight of the drill to fall while attached to the pin. The combination of the pin driver and center of mass of the drill create a high enough moment to bend the pin. Per complaint details, the device malfunctioned during use. The bone pin was somehow very difficult to unscrew from tibia. Based on the information provided and the reported delay, the patient injury/impact could not be concluded; therefore, no further medical assessment is warranted at this time.